Event description:
Patient was revised due to infection on right hip.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 06-4005, c-taper cocr lfit head 40mm/+5, lot code: unknown; cat. No.: 17-0000e, ti sleeve for alumina head, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.